Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's scs ipg is inoperable due to not charging it for about 3 months. Also, the programmer displays error "comm error 2501". The patient is to consult with the physician regarding surgical intervention.